Manufacturer narrative:
Additional device product code: hty. Occupation: reporter is synthes sales consultant. A device history record (DHR) review was conducted: part: 292.180.01, lot: 3l14960, manufacturing site: (B)(4), release to warehouse date: 22 jan 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was conducted. Pre-investigation statement: according to the complaint description the packaging was noticed to be too small for the k-wire. After reviewing the received part it was noted, that the k-wire is bent, and the package is damaged. Visual inspection: the k-wire was received in its original, un-opened package. The visual inspection showed that the k-wire is slightly bent. The package does show some minor damages, such as little breaches at the area where the tip of the k-wire is in the package. Document / specification review: the present k-wire was manufactured in january 2019 according to the specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The investigation according to the manufacturing document showed no deviation in the packaging process. According to the production paper the packaging bag is correct. Summary: the review of the production history revealed that this k-wire was manufactured in january 2019 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The size of the package is appropriate and according to the specifications. However, the k-wire is slightly bent. This damage is determined to be post production/acceptance criteria's. Since no manufacturing related condition was found we assume that inadequate handling during the transportation caused the damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2019, before an unknown procedure, the packaging was noticed to be too small for the k-wire. Item had not been used. There was no procedure nor patient involvement. This report is for one (1) 1.6mm kirschner wire. This is report 1 of 1 for complaint (B)(4).